Event description:
It was reported that the patients right ventricular lead exhibited low sensing. The lead was explanted and replaced. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.